Event description:
It was reported that the right ventricular lead threshold had increased post implant and were high. During the revision procedure, the lead was repositioned but the thresholds remained high. When the lead was attempted to be repositioned again, the helix did not retract after multiple turns. Eventually the helix was retracted, and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: sedr01 implantable pulse generator 2013-(B)(6). (B)(4).